Event description:
It was reported that the patient's lead and generator were replaced. The suspect product was discarded. No further relevant information has been received to date.

Event description:
It was reported that high impedance and low battery (end of service-yes) was detected on the patient's device. No known relevant surgical intervention has occurred ot dat. No further relevant information has been received to date.